Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was implanted. The patient underwent a second surgery because the hernia reoccurred. During the re-operation, the surgeon noted a defect similar to a small hole or tear in the center of the mesh. The mesh was repaired with an unknown mesh. Additional information was requested.